Event description:
Boston scientific received information that this implantable defibrillation lead exhibited varying pacing impedance measurements from 400 ohms to 1,600 ohms. Sensing and threshold measurements were acceptable. Several nonsustained episodes were stored due to oversensed noise. Attempts to reproduce noise in clinic were unsuccessful. A lead revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.